Manufacturer narrative:
A follow up report will be submitted when additional information becomes available.

Event description:
This complaint has been submitted as part of the (B)(6) remediation project, CAPA # (B)(4). It was reported that the equipment stopped in the middle of the procedure showing ¿error !!! B. Temp.¿ they were requested to turn off and turn on the equipment, but without success. Complaint number: (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. It was reported that the equipment stopped in the middle of the procedure showing ¿error !!! B. Temp. The initial failure description was "b temp error". According to service order (B)(4) dated on 2019-07-04 (as informed by the ssu unit on 2020-09-10 via e-mail) the technician replaced the 70101.7188 battery pack with fuse as a preventive measure. The technician could not reproduce the failure. The rotaflow passed the preventative maintenance. The device is back in clinical use. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-09-15 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: -only operate the rotaflow system within the specific technical and ambient conditions. Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.10 was reviewed on 2020-09-15 with the following outcome: the most possible causes for the reported failure "b temp error" could be determined as: over-temperature condition in the device, e.g.: * increased heat generation due to short circuits; * defect battery; * heat accumulation; * heat generation due to motor blockage; * device used out of specification; * charging of battery. The reported failure "b temp error" occurred during treatment. The device was directly involved in the incident. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.